Event description:
It is reported that the insulin pump alarmed motor error. Alarmed explained and cleared. Drive support cap is protruding. Customer did not press the drive support cap while connected to insulin pump. Motor error alarmed twice in the last thirty days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor was tested outside the device and passed. Cracked battery tube threads noted.